Event description:
It was reported that the customer received no delivery alarms on the insulin pump. During troubleshooting, customer manually pushed insulin into the tubing. When the customer performed a manual prime, a no delivery alarm occurred. Customer's blood glucose was 21, which he or she stated would be corrected with a back-up plan. Customer performed troubleshooting again and was able to manually push insulin through the tubing. Manual prime went through normally. Customer stated he or she had just w ent to bolus while disconnected and a no delivery alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.